Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the gantry was not docking. The invalidate home doesn't help. The covers were taken off and checked that there is nothing to block the gantry movement. After removing the x-stage cover and calibrating motors home position, the system started to work normally. The system is now docking normally. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system contacted an obstruction in the x-direction and stopped. It was reported that movement in all other directions functioned normally. The gantry was unable to move back into the docked position because of the movement issues in the x-direction. The invalidate home and motion calibrations were attempted without resolution. There was no patient present when this issue was identified.